Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Analysis was unable to verify unexpected battery out limit alarms due to unresponsive buttons. However, operating currents was within specifications. No display ramping on its own anomaly noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the buttons were unresponsive. The customer reported that the number started to ramp up. The customer reported that they received a button error alarm and a battery out limit alarm. The customer reported that they were unable to set the time and date due to keypad anomaly. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the battery was out greater than duration allowed by the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.